Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The cuff miss/suture retrieval issue was confirmed as a suture retrieval issue was observed. The difference between the two failure modes is often not discernable to the user. Additionally, there were two cuff tabs separated and not returned. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. It should be noted that the perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The other two perclose proglide devices, referenced are filed under separate medwatch manufacturer report reference numbers. Failure to follow steps/instructions - perform a femoral angiogram to verify location of the puncture site. The device was received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified calcified artery was attempted using 3 proglide devices via a 6fr sheath after a percutaneous coronary intervention. No femoral angiogram was performed. Reportedly, cuff misses occurred with all 3 proglide devices. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and there was no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.